Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, on the second inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and a balloon pinhole was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.